Event description:
It was reported that during an atrial tachy response (atr) episode, this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate pacing in the right atrial (ra) lead channel, which led to blanking of the intrinsic ventricular activity and inappropriate pacing in the right ventricular (rv) lead channel as well. Technical services (ts) was consulted, and programming enhancements were discussed. No adverse patient effects were reported. This device remains in service. Additional information was received, the health care professional (hcp) requested a review of the presenting electrogram (egm) for this crt-d. Technical services (ts) discussed the presenting showed crosstalk oversensing of ventricular pacing in the atrial channel. Ts recommended possible reprogramming options. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that during an atrial tachy response (atr) episode, this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate pacing in the right atrial (ra) lead channel, which led to blanking of the intrinsic ventricular activity and inappropriate pacing in the right ventricular (rv) lead channel as well. Technical services (ts) was consulted, and programming enhancements were discussed. No adverse patient effects were reported. This device remains in service.